Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at a dose rate of 400 mcg/day via an implantable pump for spinal pain. The concentration of fentanyl was described as being the "lowest" (concentration not otherwise specified). It was reported that that the patient heard he needed to keep the implantable neuro stimulation (ins) device charged or it could effect the pump.  It was further noted that they think the pump had gone haywire and was not working properly. The patient had staples removed from their pump incision site yesterday and after the patient returned home it all went "south" from there. The patient felt horrible. At the time of the event it was reviewed that they could still charge their ins without the belt. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.